Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient reported reaching "out of range"(oor) before she was able to reach desired amplitude. No contributing factors were known. Impedances were tested and revealed electrode 13 is greater than 40,000 (do not use). The rep deactivated electrode 13, which was being utilized at the time. The issue was resolved at the time of the report. No symptoms were reported.